Manufacturer narrative:
(B)(6) 2020 - the following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the front enclosure has blemishes on the touchscreen in the middle of the ultrasound image. The root cause of the failure was identified as dust between the front enclosure and the lcd panel. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Observation found during sample evaluation of file (B)(6): the front enclosure has blemishes on the touchscreen in the middle of the ultrasound image. There is dust between the front enclosure and the lcd panel.